Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a (cartridge alarm 19) with a cartridge. Customer's blood glucose level was not provided. Reportedly, the customer was able to load a new cartridge successfully, and resumed insulin. Multiple attempts were made to follow up; however, the customer did not respond.